Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the doctor found the luer hub/fiting connection leaked during used on the patient. No harm for the patient." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "the doctor found the luer hub/fiting connection leaked during used on the patient. No harm for the patient." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened cannon ii plus chronic hemodialysis kit including one connector assembly (j-71524-001a) for analysis. Visual analysis revealed scratch/stress markings on the blue venous luer hub (c-30100-001) and a crack. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. No defects or anomalies were observed on the red arterial luer hub. Both luer connections were functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube." A lab inventory syringe filled with water was used to flush each extension line. The red arterial luer connection flushed as intended without signs of leaking. The blue venous luer hub leaked from the crack when flushed. Leak testing was performed per amrq-000075 rev.17 which states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c." The red luer hub was attached to a leak tester. With the distal end of the metal cannulas occluded, the extension line was pressurized to 300 kpa for 30 seconds. No leaks were noted from any portion of the assembly. A manual tug test confirmed both luer hub were securely attached to their respective lumens. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "examine catheter and extension lines before and after each treatment for any signs of damage. Repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the blue venous luer hub contained a crack and damage consistent with overtightening or repeated tightening of the hub. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.